Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2008 (B)(6), product type catheter. (B)(4).

Event description:
It was reported catheter replaced due to occlusion at connector. When connector was removed back flow was observed. Patient status was reported as recovered without sequela. The drug being used in the pump was unknown.